Event description:
Robotic prograsp forcep cable broke, making it not functional. A new one had to be opened to complete the procedure. This product had patient contact but no patient harm. Failed product is available to be returned to the manufacturer. Manufacturer response for robotic forcep grasper, (brand not provided) (per site reporter): waiting for RMA.